Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3889-28, lot# va1837u, implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the therapy worked for the first month and then slowly stopped being effective. The patient reported that she spoke with a manufacturer¿s representative (rep) before the holidays and he was going to do some tweaking. The patient reported that their healthcare provider (hcp) thought a wire may be loose/moved and hcp was not sure and was upset.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 3889-28 lot# va1837u serial# implanted: (B)(4) 2016 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received patient reported that they stated experiencing they urinary incontinence again and their health care professional did an x ray and they found out that the lead wires had moved and was not in the right place. They also stated that they thought their ins was on the left side but it was still on the right side. As for troubleshooting, patient had a surgery today to get a new wire put in the right place. No further complications were noted or anticipated

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1837u, implanted: (B)(6) 2016: product type: lead. (B)(4) applies to interstim ii (serial#(B)(4)) and lead (lot#: va1837u). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what were the circumstances that led to the lead moving, the patient said it was in the wrong location and not working. No further patient complications have been reported as a result of this event.